Event description:
It is reported that the clamp had been on frame for 4 to 5 days when the pt was brought back to the operation room for an adjustment. Dr loosened the clamp and then went to retighten it when the clamp broke.